Manufacturer narrative:
The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the most likely cause of the loss of seal could not be determined. However, it may be likely that the use of strata material may have contributed to this event due to the emergent nature of the event and the endovascular relining. Clinical was unable to find substantial evidence to support the following events; urgent presentation [pain], type iii endoleak (indeterminate) and secondary endovascular procedure due to the lack of any medical documentation or imaging. Several attempts were made to retrieve the medical records and images on the following dates: 2017-06-06, 2017-07-20, 2017-09-18 and 2017-09-25. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. Reportedly, the patient survived the repair procedure; there have been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
A patient initially treated with afx devices for an abdominal aortic aneurysm presented emergently with a type iii endoleak. The physician elected to perform a reline intervention. The patient has been reported alive, but patient condition post-intervention has not been reported.